Event description:
Healthcare professional reported via sales rep "I have an account who had to remove an expander due to a hole in it.". This record is for the "left" side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.